Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7mm variable angle (va) locking screw would not lock into a va plate-hole during an open wedge osteotomy of the first metatarsal on (B)(6) 2015. After removing it from the plate, the scrub nurse/tech noticed that the head of the screw was not its normal width and seemed to be a production flaw. The issue did not affect the patient. The screw was replaced with a screw of the same size and the procedure was successfully completed with no reported surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the screw was returned intact. The locking threads on the head are damaged and completely stripped and nonfunctional. It appears that the threads were damaged during the attempted insertion. This damage would occur if the screw were inserted too far off the nominal angle (improper or no drill guide used) or if no torque limiter was used during insertion. It is unknown what exactly caused the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Relevant product drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in the technique guides. No manufacturing or design issues were noted during the investigation. The design determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.